Event description:
It was reported that during a pelvic staging procedure that the clip was not loading properly and/or misfiring. The device will be forwarded once it has been returned by the hospital. There was no pt consequence. The sales rep spoke further with the doctor. His main complaint is that the clips were not auto-loading properly and were jamming frequently. His secondary complaint is scissoring of the clips.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.